Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that her sensor glucose and blood glucose were different. Customer's blood glucose was 201 mg/dl and sensor glucose was 56 mg/dl, threshold suspend was triggered. Customer also had another recording of her blood glucose 50 mg/dl and sensor glucose 96 mg/dl. During troubleshooting, customer's blood glucose was 201 mg/dl and sensor glucose was 56 mg/dl. After troubleshooting, customer was advised that the sensors will be replaced, and customer agreed to return the sensors for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings.